Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with insulin pump, customer was assisted with trouble shooting and found bent cannula. The customer was experience high blood glucose levels of 519 mg/dl. The customer did not give further information on how high blood glucose was treated.